Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Approximately nine months after the index procedure, coronary angiography (cag) was conducted and hanging proximal fractured part of the cypher stent (3.5/18mm) implanted from the (lmt) left main trunk to the aorta was observed. Restenosis was also observed at the 4th cypher (3.0x18mm) located in the proximal circumflex artery (aha11). Additional information indicated that the stenosis was only limited to this cypher stent in lesion aha 11. Approximately 13 months after the index procedure, to treat the restenosis, coronary artery bypass grafting (CABG) was performed (details unk). At the treatment, the fractured part of the implanted cypher stent was removed from the patient. The fracture was circumferential, but the fracture portion was not specifically confirmed. The fractured part was totally separated from the stent. The patient was making satisfactory progress after the CABG. The fractured part will be returned for analysis. Additional information indicated that the stents were not placed in actively moving segment of the artery or in an area of the vessel with intra-myocardial. No myocardial bridging was reported. The CABG confirmed that the proximal segment of the stent migrated to the ostium of the lmt, however, the stent fracture was not associated with any negative consequences. No cd of the procedures was available. After the surgery, the patient was in good condition. The index procedure information indicated that the target lesion was (lmt) left main truck to mid left anterior descending artery (aha7) and proximal circumflex artery (aha11). The lesion at lmt approximately aha7 was a de-novo, diffused slightly calcified and slightly tortuous. There was 90% stenosis. The lesion information at aha11 was unknown. The patient underwent the index procedure for treatment for lmt approximately aha7. It is unknown if pre-dilation was conducted. First the cypher (2.5x28mm) was implanted at aha7, followed by the second cypher (3.0x23mm) and finally the last cypher (3.5/18mm) was placed overlapping the second cypher at 20atms (inflation time unk). Afterwards, a (bc) balloon catheter (3.75mm) was delivered to the lad and a bc (2.0mm) was delivered to the lcx crossing the stent strut of the 3rd cypher and then kissing balloon technique was conducted. Approximately two months after the index procedure, the patient underwent a procedure for treatment for aha11. It is unknown if pre-dilation was conducted. The 4th cypher (3.0x18mm) was implanted at aha11 without gaps between the 4th cypher and the 3rd cypher. Then, kissing balloon technique was conducted with a bc (unspecified) at lmt approximately lad and a bc (unspecified) at lcx.